Event description:
Seventeen (17) months after the index procedure, the pt was re-admitted to the hospital based on complaints of chest pain/angina. Coronary angiography revealed a significant restenosis of the two (2) cypher stents implanted in the circumflex, and a long restenosis of the two (2) cypher stents implanted in the proximal left anterior descending (lad) artery. This adverse event (ae) was not associated with a myocardial infarction (mi). The lad restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) using a 2.75/20 mm balloon. A good angiographic result was obtained. Information regarding the planned treatment of the circumflex restenosis has been requested. The pt was admitted to the hosp for the index procedure with silent ischemia for cardiac evaluation and was included in the reality study. Medications prior to admission included aspirin, ticlopidine, nitrates, angiotensin ii antagonist, and statins. Coronary angiography revealed a lesion (lesion #1-1) in the distal circumflex (distal cx) that was treated with two (2) cypher stents: a 3.0/23 mm and a 3.0/13 mm stent. The lesion was pre-dilated. The second lesion (#1-2) was reported in the proximal left anterior descending artery (prox lad) was treated with two (2) cypher stents: a 3.0/33 mm and a 3.0/23 mm stent. The lesion was pre-dilated. There are no additional vessel/lesion or procedural details available. There were no procedural complications. The pt was discharged from the hospital two (2) days after the index procedure on the same medications.